Event description:
It was reported that a malfunction alarm occurred while the pump was charging. Customer's blood glucose level was not impacted. Reportedly, the customer had manual injections available.